Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (0.5 mg/ml at 0.52638 mg/day), and bupivacaine (7.1 mg/ml at 7.4746 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported the patient's wife contacted the clinic and reported the patient was experiencing agitation, aloc, light headedness, chills/sweats, urinary frequency, painful urination, and his temperature was reportedly 99.4f. The pump was last increased on (B)(6) 2017. A urinary tract infection (uti) was suspected and the patient was encouraged to present to an urgent care and follow-up at the clinic if the test for uti was negative. The test for uti was negative and the patient reported his primary care physician suspected an infection of some sort and started him on cipro on (b0(6) 2017. The it continuous dose was decreased on (B)(6) 2017 just in case the symptoms were related to the it therapy. The outcome was noted as ongoing. The clinical diagnosis was possible intrathecal (it) medication side effects. The etiology of the event was noted as possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drugs hydromorphone and bupivacaine with the drug action that caused the event being an increase dose. It was further reported that an infection was not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 28-jun-2017 indicating as of (B)(6) 2017, the patient reported they were improving with the exception of urinary frequency, which they reported existed prior to the pump. The patient inquired if this could be related to the pump medications but also reported this condition existed prior to the pump and they were following a urologist. The intrathecal rate was decreased again 'to prevent any further side effects'. The outcome was deemed 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.